Event description:
It was reported that the patient received gel one injection on the left knee and was reported to have expired due to unknown reasons. The time frame from injection to the day of death is unknown.

Event description:
Upon receipt of additional information, it has been determined that the patient died prior to receiving the gel one injection. Hence it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.